Event description:
In 2008, pt, a registered nurse was stuck with an hiv infected needle when she was administering fuzeon (enfuvirtide) to an inmate/patient at the correctional facility. The manufacturer of fuzeon is roche laboratories and trimeris, inc. Fuzeon comes with two hinged cap needles; one for mixing the medicine and the other for injecting. The hinged cap devices are "surguard 2" manufactured by terumo medical products. In this case, the hinged cap failed and pt's thumb received a deep puncture by the contaminated needle. These needles are not the safest product available, as a retractable needle can be used for providing fuzeon. Pt was put on prophalaxic treatment and experienced strong side effects and lost one month of time from work. Dose or amount: na. Dates of use: 2008. Event abated after use stopped or dose reduced: yes.